Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6 implantable collamer lens, of diopter -8.0/1.0/092 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a same model but longer length lens due low vault without. This resolved the problem. Cause of event was reported as unknown.

Manufacturer narrative:
(B)(4).